Event description:
Rn attempted to "wedge" the balloon with 1.5cc of air to record a wedge pressure. According to rn, the device "would not wedge", as indicated by no change in waveform while attempting the wedge. The catheter balloon would also not passively deflate when the syringe plunger was released (no resistance on syringe plunger when plunger was released).